Event description:
It was reported that patient underwent shoulder procedure on (B)(6), 2011. After the patient was under anesthesia, the sales representative was looking through products for the procedure and realized that she did not have the glenoid liner she needed for the procedure. The patient was awoken and the procedure was held on (B)(6), 2011.

Manufacturer narrative:
Issue was not device related. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.this report submitted (B)(4), 2011.